Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to t wave oversensing. It was noted that the patient was not symptomatic to t wave oversensing in the past. No further informaiton was reported. Patient is continuing to be monitored remotely.

Event description:
New information received stated that the asymptomatic patient presented remotely via merlin.net transmission on (B)(6) 2019. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed but not performed.